Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. The alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Reportedly, despite using the pump, the indicated battery charge (ibc) displayed as fully charge throughout the day. The customer's blood glucose was 308 mg/dl. The customer reverted to an alternate method of insulin therapy.